Event description:
A complaint was received from a customer that reported they would have to "tilt" the meter before the "tens unit" was visible. While on the phone a review of the system was conducted. During this evaluation the display functioned correctly. However, since the customer stated the initial difficulty reading the display a request was made to return the unit for evaluation and in the meantime a replacement unit was provided.